Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The event report alleges the product was used in a surgical procedure. The visual inspection note that the trocar balloon, dissector balloon, obturator and lock collar appeared intact. The circular seal of the dissector balloon was torn. The insufflation bulb was received. The inflation syringe was not received. Pmv performed functional testing; the trocar balloon was inflated, no leaks detected. The hole of the dissector balloon was covered and the balloon was inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the seal cut may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic totally extraperitoneal (tep) procedure. The balloon was introduced and then the camera was introduced into the balloon. When the surgeon started to inflate the balloon, the instrument was leaking. A small part of the seal was ripped off and got inside the balloon. This was noticed after the procedure. Therefore, the surgeon could not fill the balloon with air from the pump. The patient had a previously caesarean section and therefore the surgeon could not access the preperitoneal space and had to convert to an open procedure. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.